Event description:
Information received notes that one day post implant, inter- rogation revealed >2500 ohms atrial lead impedance. There was no pacing or sensing from the atrial lead. X-ray showed that the leads were properly inserted into the generator. The generator was programmed to vvi mode. The patient had sinus rhythm with conduction. At two weeks, the patient was still in sinus rhythm and had not been paced. Atrial impedance was still >2500 ohms. Follow-up will continue.